Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2023-07159. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via log file analysis. The centrimag motor was not returned for analysis; however, a log file was downloaded for review from the returned console which showed events spanning approximately 7 days (B)(6) 2023). On (B)(6) 2023 at 15:23, the console was powered on and during preparation of the system at 15:37, a ¿system alert: s3¿ alarm activated following a ¿sf_lmc_motor_iic¿ sub-fault. The alarm was able to be muted and cleared. The alarm activated several more times but did not affect motor operation. The console was shutdown at 15:52 and the alarm did not recur during following power cycles. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the motor, if the motor was exchanged and/or returning, and if there have been any further issues; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the motor being unknown. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms and alerts including s3. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2023-05039.

Manufacturer narrative:
Related manufacturer report number: 3003306248-2023-05039. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag console had an s3 alarm upon start up during equipment preparation. The console was turned off and restarted in an attempt to troubleshoot, but the alarm was still present. The console was taken out of service.